Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. It was not possible to pump the iab on the lab iabp due to the stretched membrane at the proximal taper. Probable cause of difficulty: no leak was found in the returned iab.

Event description:
The pt was transported from another facility. The "high pressure" alarm sounded from the pump and blood was noted in the sleeve. On 3/16/98, the following was reported to datascope: the pt returned from the or and the "high pressure alarm" sounded from the sys pump. The dressing was removed from the pt and then blood was noted in the tubing. The iab was removed from the pt. After the balloon was removed from the pt and examined by the clinical engineer, no defect was found. There was no pt injury or complication as a result of the event. [Event complications]: unk-reported 2/9/98; none-reported 3/16/98. [Pt's current status]: unk-rpt'd 3/16/98.